Event description:
It was reported via a trial that approximately 16 months post xience v stent implantation in the proximal circumflex (pcx) via direct stenting, the (B)(6) patient was found dead in the bathtub. An autopsy was not done. The cause of death is not known. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. (B)(4) no predilatation.

Event description:
The customer reported that the 9600 system monitors would not turn on. No pt injury was reported.

Manufacturer narrative:
(B)(4) there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, direct stenting was performed. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how, if at all, the lack of pre-dilatation contributed to the reported patient effect.